Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified right coronary artery. A 2.50x28mm promus element drug eluting stent was advanced to treat the target lesion but failed to cross the lesion. The device was then removed from the patient and the stent was noticed to be disrupted. The device was retrieved intact. No patient complications were reported and the patient's status was ok.